Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse035 pta dilatation catheter into two segments has returned for evaluation. On the visual evaluation no kinks noted on the returned device. The first segment contains y-body and catheter and second segment contain the remaining balloon and the catheter. Circumferential bond joint break was noted to the catheter shaft exposing the inner guide wire lumen. No other anomalies noted, no further testing due to the nature of the complaint. Therefore, the investigation was confirmed for the reported catheter detachment as returned device returned in two segments for evaluation. A definitive root cause for the reported catheter detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 02/2024), g3. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure via an antegrade femoral approach, the pta balloon catheter allegedly detached into two pieces. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2024.

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter allegedly detached into two pieces . There was no reported patient injury.